Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device had low rpms and was out of calibration. The motor, handpiece switch, bearing pack, seal and reciprocation arm failed and were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit needed annual calibration and maintenance. After evaluation of the returned device, it was determined that the device had low rpms which resulted in inconsistent speeds. There was no reported harm, injury, or delay as there were no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.